Manufacturer narrative:
Preliminary log file analysis revealed incidental finding of power switching events involving batteries (B)(6). (B)(4) - battery / catalog number 1650de / expiration date 03-31-2017, UDI #: unknown, device available for evaluation: yes, 05-29-2017, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun (02), device manufacture date: unknown, labeled for single use: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 03-31-2017, UDI #: unknown, device available for evaluation: no, device evaluated by manufacturer: no, not returned to manufacturer, device manufacture date: unknown, labeled for single use: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 10-31-2016, UDI #: unknown, device available for evaluation: no, device evaluated by manufacturer: no, not returned to manufacturer, device manufacture date: unknown, labeled for single use: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 04-30-2017, UDI #: unknown, device available for evaluation: no, device evaluated by manufacturer: no, not returned to manufacturer, device manufacture date: unknown, labeled for single use: no, (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 04-30-2017, UDI #: unknown, device available for evaluation: no, device evaluated by manufacturer: no, not returned to manufacturer, device manufacture date: unknown, labeled for single use: no, (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the ventricular assist device (vad) coordinator that the patient had a broken power port on the controller. It was stated that the patient was not able to connect the battery properly. It was stated that the device was not dropped. Log files indicated one power up, based on the logs with no switching present. An elective controller exchange was performed. It was further stated that there was no effect on patient. No additional information available.

Manufacturer narrative:
Corrected section: h6 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller ((B)(6)) and three batteries ((B)(6)) were not returned for evaluation. Two batteries ((B)(6)) were returned for evaluation. The reported broken controller power port could not be confirmed. A review of (B)(6)'s manufacturing records confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller in use, (B)(6), contained the smr upgrade. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6). This finding is an additional observation that is not related to the reported event. Analysis of event files revealed one controller power up event with an associated motor start on (B)(6) 2017 at 20:31:47. Before the controller power up event, (B)(6) was connected to power port 1 and a controller ac adapter was connected to power port 2; several momentary disconnections were observed leading up to the loss of power. The data point after the controller power up event revealed that the (B)(6) was connected to power port one and the controller ac adapter was connected to power port two. As a result, the reported loss of power was confirmed.failure analysis of the returned (B)(6) revealed that the device passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the device passed visual examination. Functional testing revealed that the battery had a lifted weld on one of the cell pairs of the battery. This observation may have contributed to power switching events found during log file analysis. Based on an investigation, the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. Based on the log file analysis, a possible root cause of the loss of power can be attributed to a disconnection of both power sources from the controller, a battery with a lifted cell weld and/or to mome ntary disconnections. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the premature power switching event can be attributed to momentary disconnections and one battery with a lifted cell weld. An internal investigation was initiated to capture events involving the momentary disconnections. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of loose power port connectors may be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously sub mitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information from the site was received on july 6, 2017 indicating the patient expired (captured under (B)(4)). Additional information was to inform us not to send replacements for the batteries that were identified in power switching. All relevant and available information has been obtained. No further information was provided. After further review of additional information received sections b5, g4, g7, h2 and h10 have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d1, g4, g7, h2, h3, h6, h10. (B)(6). H4 - 04mar2016. H6 - method - visual inspection c92023; FDA 38, analysis of data log(s) c102867; FDA 3372, manufacturing review c91960; FDA 3317, interoperability evaluation c91951; FDA 20 results - interoperability problem c92070; FDA 3213. Conclusion - quality system deficiency c91885; FDA 25 . (B)(6). H6- method - analysis of data log(s) c102867; FDA 3372, manufacturing review c91960; FDA 3317, actual device not evaluated c91897; FDA 3263 results - interoperability problem c92070; FDA 3213 conclusion - quality system deficiency c91885; FDA 25, device not returned c91883; FDA 92. (B)(6). H6- method - analysis of data log(s) c102867; FDA 3372, manufacturing review c91960; FDA 3317, actual device not evaluated c91897; FDA 3263 results - interoperability problem c92070; FDA 3213 conclusion - quality system deficiency c91885; FDA 25, device not returned c91883; FDA 92. (B)(6). H6- method - analysis of data log(s) c102867; FDA 3372, manufacturing review c91960; FDA 3317, actual device not evaluated c91897; FDA 3263 results - interoperability problem c92070; FDA 3213. Conclusion - quality system deficiency c91885; FDA 25, device not returned c91883; FDA 92. (B)(6). H6- method - analysis of data log(s) c102867; FDA 3372, manufacturing review c91960; FDA 3317, actual device not evaluated c91897; FDA 3263 results - interoperability problem c92070; FDA 3213 conclusion - quality system deficiency c91885; FDA 25, device not returned c91883; FDA 92. It was reported a broken power port on the controller, power switching and one power up event. The controller and four batteries (B)(6) were not returned for evaluation. One battery (B)(6) was returned for evaluation. Review of the non-returned devices' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The reported broken power port could not be confirmed as the controller was not returned for analysis; a possible root cause can be attributed to a forced or improper connection. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6). The most likely root cause of the power switching can be attributed to momentary disconnections between the controller and batteries. However, an internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. Additionally, analysis of event files revealed one power up event with an associated motor start on (B)(6) 2017 at 21:31:47. Before the controller power up event, (B)(6) was connected to power port 1 and a controller ac adapter was connected to power port 2; (B)(6) had recorded a disconnection and reconnection within the preceding 15 minute internal. After the controller power up event, (B)(6) was connected to power port 1 and an ac adapter was connected to power port 2; both power sources had recorded a disconnection and reconnection. Based on the available information, a possible root cause of the loss of power can be attributed to a disconnection of both power sources or due to momentary disconnections between the controller and batteries. After further review of information the following sections have been corrected accordingly: h6 (patient code). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(6) passed visual inspection but failed functional testing. (B)(6): method code: 10, 23, 3317, 3372, 38 result code: 120, 3213 conclusion code: 23, 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s controller port was not broken but loose. The controller was in good condition and was not dropped. The site also reported that aside from the two returned batteries, all other devices were discarded.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.